Event description:
On 5/9/2025, a sales representative reported via email that an ar-8724v-24 2.4mm distal locking screw threaded through the ar-8916vsl-05 volar distal radius plate instead of locking to it. Since all other screws had already been placed, it was decided to leave the misplaced screw in place to avoid disrupting the construct. This was discovered during a procedure. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g2, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive forces being used during insertion of the screw.